Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and device with enclosure cracked causing a leak and both covers cracked and line cord worn. During the investigation, the device was plugged line cord into outlet and pressed power switch and no power. The customer reported problem was confirmed. According to the investigation the reported problem was caused by cracked enclosure at the water tank cover. Investigator replaced enclosure and water tank cover to correct the reported primary problem, replaced front cover and line cord and performed pm and calibration completed for device. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during testing a smiths medical level 1 hotline blood and fluid warmer was found to be leaking water. There were no reported adverse effects.